Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. It was also reported that the right ventricular (rv) lead exhibited high thresholds. It was noted that the patient experienced shortness of breath. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.